Event description:
The consumer reported, using the product for five and a half hours on the left side of his upper back. When the patch was removed, the consumer described burns in six spots characterized by blisters and skin removal. The consumer treated the area with aerosol burn treatment as well as took aspirin for pain and prescription sleeping pills for difficulty sleeping. The consumer also consulted with a pharmacist as well as with a friend, who is an emt, regarding the injury.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.